Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694758 lead implanted: . (B)(6) 2006. . (B)(4).